Manufacturer narrative:
(B)(4). Batch #u5ck9g. Investigation summary: the analysis found that one ec60a device was returned with a tt012 trocar attached to shaft and no apparent damage. The closing trigger and anvil were in the closed position, and the firing mechanism was in the return stroke with the knife not fully back and out of position of channel. One gst60b reload was loaded in the device. The cartridge reload was received with the right side fully fired, left side partially fired ½ and the deck damaged. Also, some drivers and one piece sled were noted to be damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The following information was requested, but unavailable: could you please provide more details for "stapler it jammed"? During which firing stroke did the event occur? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Could you please clarify how was the device removed from the patient? If yes, did the jaws eventually open? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopy, the ec60a stapler jammed and could not be opened. Another stapler was opened to complete case. There were no patient consequences. No additional information is available at this time.